Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient suffered a transverse fracture of the greater trochanter during the primary after trialing, and the patient was revised because of pain, leg length discrepancy, and inflammation around the cabled area. Records are available for further review.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation alleges that patient has experienced constant hip pain, popping and grinding, difficulty walking and standing for long periods of time, loss of range of motion, and loosening of the asr femoral component.